Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to recover. A field service engineer removed the back panel, the drawer was opened, and the magnet was missing from the latch inseparable. The station was powered down, and the back of the drawer was removed. The latch assembly was taken out and the latch inseparable was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1: initial reporter addr 1 - (B)(6).